Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Mayfield base unit was returned for evaluation: evaluation found the base handle was closed without the 6-inch transitional installed and deformed the handle hole. The 6-inch transitional teeth were worn and needed to be replaced. The shock cushion and ¼ inch pin were worn. Adjustment wrench and button head screw were missing.the reported complaint was confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A materials coordinator reported that the cam rod, and lever on the a2101 mayfield ultra base unit would not accept transitional member. There was no known patient injury, or surgery delay.